Event description:
During an ercp procedure with stone extraction, the physician used a cook endoscopy memory soft wire basket. Prior to mechanical lithotripsy, the outer sheath of the basket was removed. During mechanical lithotripsy, the basket wires fractured during use near the lithotripsy handle. The basket was removed from the pt without the need for surgical intervention. The pt did not require any add'l procedures related to this occurrence. There were no adverse effects to the pt other than extended anesthesia. Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare.

Manufacturer narrative:
Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. The information provided indicated the outer sheath was removed from the basket prior to performing mechanical lithotripsy. This is a potential contributing factor to the reported observation. The instructions for use for the soehendra lithotripter cable include a warning regarding removal of the sheath from the basket. This warning instructs the user not to remove the sheath from the basket because basket fragmentation requiring surgical intervention can result. Because the outer sheath had been removed to use the conquest lithotriptor cable, the basket was used in contradiction with the soehendra lithotriptor cable instructions for use. Removal of the basket sheath could have contributed to breakage of the basket wires. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user because the lithotriptor device generates mechanical pressure during use, basket fragmentation is a possibility that may require surgical intervention. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. Prior to distribution, all memory soft wire extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this incident may be product handling related. The likelihood of this type of occurrences is rare. Customer assurance will continue to monitor for complaint trends.